Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb534, mini endo pocket bag 3x4 10/sc was being used on (B)(6) 2023 during an unknown procedure when it was reported ¿the specimen bag broke during a case while attempting to retrieve a specimen from the abdomen. All pieces of the bag were retrieved and there was no harm to the patient.¿. There was no report of injury, medical intervention or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.